Manufacturer narrative:
This report has been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and investigation confirm the reported issue during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to investigation, bad electrical contact of circuit board in scope connector may have occurred by influence of moisture/fluid which invaded the device at scope connector due to the following causes, stress, such as opening venting connector was accidentally applied while the device was being under water, foreign material such as fragments of cleaning tool was caught in valve of venting connector which made venting connector unclosed, when used with reprocessor, leak test air tube was broken/inadequately connected, or packing of reprocessor/ leak test air tube was broken. Then, moisture invaded scope connector that invaded tube when leakage was detected. As a result, event occurred. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received that the event occurred during and after a bronchoscopy procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope exhibited b30 and e216 scope communication error. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, distal end cover damaged, bending section rubber glue separated, connecting tube scratched, connector corroded, and connector chemical damage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.